Event description:
It was reported that the patient the patient underwent a routine transplant as they were implanted with the left ventricular assist device (lvad) as a bridge to transplant. The device was returned for interrogation and the reason for the interrogation was stated to be outflow graft thrombus. There were no changes in patient condition or anticoagulation status that may have contributed to the thrombus and no recent changes to pump parameters were noted. No diagnostic testing was used and computed tomography (CT) images were unable to be accessed.

Manufacturer narrative:
The patient's history of outflow graft thrombus is captured under MFR # 2916596-2023-01398. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable severed approximately 10.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was cut approximately 9 inches from the graft attachment. The outflow graft bend relief was returned with a gore-tex wrap sutured onto the distal portion. The apical cuff was not returned, and the cuff lock was unremarkable. Upon disassembly of the returned pump, a ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through the proximal and distal ends of the graft. Upon removal of the bend relief, a deformation was observed at the proximal portion of the outflow graft, from the outflow graft hardware to approximately 3 inches from the outflow graft hardware. Tissue accumulation was present within the deformation that also appeared to have filled the space between the exterior of the graft and interior of the bend relief, which is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. Examination of the device's blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The current version of the heartmate 3 lvas IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.